Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the epicardial pacing lead, testing revealed the lead exhibited high impedance. Troubleshooting was performed checking connection, insertion of lead into atrial channel of the analyzer, testing of a different lead and insertion into the pacemaker. However, the epicardial pacing lead impedance remained high. There was no evidence of epicardial pacing lead fracture or breach. The epicardial pacing lead was abandoned in place due to placement was behind the heart and was placed under cardioplegy. A different lead was implanted. No patient complications have been reported as a result of this event.